Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgment occurred. The lesion being treated was 4-5 mm long and eccentric in shape, de novo, but moderately calcified and 60 % stenotic. The lesion was located at a >/=45 degree bend in the 7 mm diameter, severely tortuous mid to distal left common iliac vessel. The physician used a 0.035" guide wire via a right femoral access site and directed the guide wire up and over the bifurcation of the iliac artery to gain access to the two stenosis in the left leg. The lesion was not predilated. The physician wanted to stent the more distal lesion first, but encountered significant resistance during insertion of the express ld 7x57 sds and was unable to cross the proximal lesion. While attempting to withdraw the stent and sds, the physician encountered significant resistance. He proceeded to treat the more proximal lesion with an express ld 7x37, which was successfully deployed. The stent / lesion was not post-dilated. At this time, the physician noted that the initial express ld 7x57 stent had apparently dislodged from the delivery balloon during removal, and was caught proximal to the more proximal lesion which had just been stented. The physician re-inserted the stent delivery balloon and successfully deployed the stent just proximal to the express ld 7 x 37 stent. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
Device analysis: the complainant indicated that the stent, remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.